Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt of the antebrachium. A 5.0 x 20/40 sterling otw balloon catheter was advanced and inflated to 10 atms. During the second inflation at 12atms a balloon leak was noted and a balloon rupture occurred. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.